Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt is without stimulation. It was reported the pt is unable to locate the ipg with the pt programmer or charger. The pt was not recharged in 3 months. A replacement charger was sent to the pt. F/u revealed the replacement charger did not resolve the issue. A physician consult is scheduled to discuss replacing the ipg.